Event description:
An opthalmic surgeon reported that the primary incision was not watertight and a suture was required to close the incision at the end of the procedure. The outcome of the event was reported as resolved. The programmed anterior capsulotomy, phacofragmentation and primary and secondary incision were completed. Additional info has been requested with no response to date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No further info is expected. (B)(4).